Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon inserted the mesh into the port and the seal ripped off. The mesh was stuck in the trocar and they had to remove and replace with a new one. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the duckbill out of position and inside the sleeve cannula with a mesh. An investigation has been initiated to address the potential root cause of the duckbill out of position issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.